Event description:
The customer observed an issue when performing daily maintenance, after a sodium hypochlorite cartridge was loaded, system generated error message 5819 / sub_aim= / reagent cartridge loading error at reagent carousel position which led to daily maintenance failure. The issue occurred on the alinity ci-series scm module, serial number (B)(6). No discrepant patient results were generated. There was no impact to patient management or user safety.

Manufacturer narrative:
Additional information in h9:3016438761-10/31/23-002-corrected information in section g1 contact office address 1, contact office city, contact office postal code, contact office country, contact office first name, contact office last name, contact office e-mail, contact office phone number, contact office fax.

Manufacturer narrative:
Further investigation into this issue found this incident was impacted by an issue identified in alinity ci system software v 3.4.0 or below, that due to an intermittent software error, a cartridge or onboard vial rack could be loaded onto a reagent carousel position that is already occupied with another cartridge or onboard vial rack. The issue has the potential to generate incorrect results and chemical or biohazardous exposure. The alinity ci system software v3.4.0 on the alinity scm, sn scm20364, failed to meet performance specification or otherwise perform as intended at the customer site; thus, a deficiency was identified. Ticket review did not identify any additional complaints. Trending review did not identify any trends. Review of the alinity ci-series operations manual; provides adequate labeling how to perform 2500 daily maintenance (I-series) and how to troubleshoot the system and how to troubleshoot software error messages 5819. Abbott is releasing alinity ci software version 3.5.0 to correct the issue and enhance the overall system. A product correction letter was issued on 30may2023 to all alinity customers who have installed alinity system control module (scm), notifying them of the issues in alinity ci software versions 3.4.0 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to alinity ci series to software version 3.5.0 as well as the necessary actions until software version 3.5.0 is installed.

Event description:
The customer observed an issue when performing daily maintenance, after a sodium hypochlorite cartridge was loaded, system generated error message 5819 / sub_aim= / reagent cartridge loading error at reagent carousel position which led to daily maintenance failure. The issue occurred on the alinity ci-series scm module, serial number (B)(6). No discrepant patient results were generated. There was no impact to patient management or user safety.